Manufacturer narrative:
The device code has been changed to reflect the eos status, instead of an eri status. Upon receipt, the device interrogation revealed the battery status eos. A number of 337 charging cycles was documented. The amount of charge taken from the battery was verified and found to be normal and as expected. The inspection of the available iegms showed that the large amount of charging cycles resulted from the detection of vt and vf episodes due to intrinsic heart signals. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted, indicating a depleted battery. In conclusion, the ICD was fully functional. The battery status eos was anticipated.

Event description:
The device detected a lot of electrical shocks in the patient's body and the battery was drained after 10 days of being implanted. The ICD was explanted and returned for analysis. This is all of the information that was provided to us. Should additional information become available, this event will be updated.